Manufacturer narrative:
The investigation found the returned microcatheter to exhibit delaminated ptfe lining, exposed braid and a lumen coil protruding into the lumen at the hub transition, which would have caused the resistance described in the reported event. The stent pusher was returned with the warning marks damaged, which is consistent with the customer provided image. The damage to the warning marks is consistent with the pusher getting caught on the protruding coil during advancement. The physical evaluation of the device could not identify the conditions or circumstances that led to the exposed braid, but this conditions is consistent with a deviation in the manufacturing process. The ptfe damage is consistent with attempting to advance another device into the microcatheter with the exposed braid/lumen coil.

Event description:
It was reported when treating a aci aneurysm, a fredx should be used. The xfred could not be completely pushed through the headway21. Upon closer inspection, it was noticed that there was a foreign object on the pusher wire. To successfully finish the intervention, another headway21 with the same and another xfred2513 were taken. No injury to the patient. When the device was received for evaluation, the investigation findings found an exposed braid.